Event description:
Reporter alleged discrepant glucose results of lo back to back with a results of 170mg/dl when testing was performed 1 minute apart on the active system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacment product was sent.